Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the holding sleeve-long for matrix was broken at the tip. The problem was solved by using another 03.632.036. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: visual inspection has shown that the first two tread flanks came away. The review of the device history record of the present retaining sleeve showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It is likely that the thread flank of the retaining sleeve was damaged by a loose primelock connection between the retaining sleeve and the screw during the insertion. Such a loose connection, in combination with high lateral stress, can lead to such a breakage. The cause for a loose connection is either insufficient tightening during the screw pick up or high friction between the inner and outer sleeve of the retaining sleeve. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not daignosis.the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.